Event description:
Device was sent in for service with the following note: "incident report filed. Apparent free flow to pt - tpn on pump #1, lipids on pump #2. No apparent injury to pt. No labs ordered by dr. She said this was the second time it had happened to this pt. Dr thinks there was an IV fluid running on a separate pump. When dr looked at the tubing as threaded through the double pump the only thing dr could figure out was that the tubing might have been punched one side leaving a channel allowing the fluid flow at gravity. Attempts were made to obtain extra info regarding pt status, age of pt, flow rates that were being used, the amount that reportedly overinfused, which pump channel was suspected, and which drug was overdelivered, but no add'l details are known. Discussion with the facility revealed that both the nurse involved in the incident are no longer employed there. Requestes for add'l info were made and should more info be rec'd a follow-up report will be filed.